Event description:
Customer's spouse reported an urgent care visit due to high blood glucose. Caller stated that the insulin pump alarmed button error; customer could use the insulin pump. The blood glucose reading at the time of the event was 482 mg/dl. The urgent care facility gave the customer a back plan. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred.